Event description:
The customer reported the 4k uhd lcd monitor is unable to display image. In addition, the liquid-crystal display screen is damaged. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of no image was confirmed due to a cracked liquid crystal display. In addition, the right corner of the bezel protection assy was broken. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a broken liquid crystal display. The specific root cause of the broken liquid crystal display could not be determined at this time. Olympus will continue to monitor field performance for this device.